Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, a curved opening on anterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis were performed which identified a sharp opening on anterior. Fill test inspection was performed and the result was no blockage. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening on anterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.6., d.9., h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.